Event description:
Complainant alleged that during a routine shift check by a clinician, the device does not power up when the battery is inserted. There was no pt involvement during the reported malfunction.